Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time. Additional information: which firing of the device did this event occur on? -no information. What vessel or structure was the device fired on at the time of the event? -around the cholecyst. Was the clip fully advanced into the jaws prior to firing? -no information. Was there any torquing or twisting of the device present at the time of firing? -no information. Was any unexpected resistance felt while firing the trigger? -no information. Were any unexpected noises heard? If so, when? -no information. Did anything unexpected happen prior to this incident? -no information. Was the device fired after this incident in or out of the patient? -yes.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clip was not closed. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. In order to confirm the clips were within manufacturing specifications, the clips were evaluated using a tool that is designed to determine proper formation. During analysis the jaws open and close as intended. In addition the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident. The batch history records were reviewed with no anomalies noted during the manufacturing process.